Event description:
Good faith attempts were made for the return of the explanted generator but it has not been returned to the manufacturer to date.

Event description:
It was initially reported that the patient had an increase in seizures, unknown if above or below baseline. The physician reported that the ifi ¿ flag was triggered and the patient was referred for surgery. The patient was still receiving their programmed therapy with the ifi flag. The patient had a generator replacement but the generator has not been returned to the manufacturer for evaluation.